Event description:
It was reported the patient had problems internally. It was noted they had experienced more tremors on the inside, left side of their body. It was noted they could ¿not see as much externally¿ except that it was hard to pick up small things. It was noted the patient writes with their left hand and they had problems writing. It was stated they noticed the change in therapy two days prior to report. It was noted it was related to the weather change. It was noted they had already experienced the same problem before. It was noted they also had it in december when the weather changed drastically. It was stated they went to their health care professional in (B)(6) and they adjusted their settings. It was stated it was good until the spring weather changed. It was noted the night prior to report they wanted to use their patient programmer but the patient programmer did not turn on. It was stated they took the batteries out. It was noted they used a battery tester which showed the batteries were dead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported they were not able to adjust stimulation with the patient programmer. They saw a "call your doctor" icon and an out of regulation (oor) message. They saw a power on reset (por) message on the day of report. It was stated it was hot and the humidity affected their tremor. It was noted it was their left hand tremor and they were having issues with the left side. Additional information received reported on the morning of report they checked the voltages and they adjusted to 3.8v and they felt great. It was noted they started to move real slow so they turned it up while they were at work by 0.1v. It was noted when it was hot and humid the settings "may be too high" and they had difficulty breathing. Two weeks prior to report they went under a bunch of transmission lines and nothing happened until 3 days prior to report. It was stated 2 hours after they adjusted on the day of report they went to check the device and saw the oor message. They had heard it could indicate a short and they were scared. It was noted they had not had any falls since they received the device and they were not trembling. The patient was scheduled to see their doctor the day after report. It was further reported 2 days prior to report they had checked the programmer again and it did not show the oor message. They thought there could be an issue with the controller since they kept getting the oor message. Overall, the device had worked well and it enabled them to work fulltime.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v415233, implanted: (B)(6) 2010, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).